Event description:
It was reported that the patient underwent a surgical procedure to revise this spectra penile prosthesis (spp) due to unspecified reasons. The spp was explanted and replaced with a new ambicor penile prosthesis (app).